Event description:
The customer reported that 2-3 tiny drops of fluid slightly tinged with blood leaked from the coulter lh 500 hematology analyzer and onto the counter. They are having the issue in the manual mode when the paddle is pressed and nothing happens, auto mode is functioning fine, and instrument is not responding to any manual samples. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) found that the probe wash (rinse) block (rb1) was not traveling down the probe properly. He adjusted the set screw to allow for correct probe rinse block movement to resolve the leak. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).